Event description:
It was reported that during implant procedure, the new right ventricular lead failed to pace and exhibited high, out of range pacing impedance. The procedure was completed using an alternate lead on 18 jun 2023. The patient was stable.

Manufacturer narrative:
The reported events of high pacing lead impedance and capturing problem were not confirmed. As received, a complete lead was returned in one-piece with the helix retracted and free of blood/tissue. Final analysis found no indications of conductor fractures or internal shorts. No anomalies were found.